Event description:
It was reported that the customer had received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. No add'l info was provided.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.